Manufacturer narrative:
The device was evaluated and we were unable to duplicate the issue. The unit was tested for about two hours, unit was working properly (never stopped working). Unit passed all functional, safety test. We recommended that the account send in their footswitch for evaluation to see if that device was the cause of the alarms.

Event description:
Allegedly, during a nuero procedure a loud alarm sounded multiple times and the doctor also noted that the pump stopped irrigating. The doctor immediately replaced it with a manual pump and the doctor went on to complete the procedure. The hospital reported that there was no injury to the patient.